Manufacturer narrative:
The reason for the sapien 3 valve explant was not provided despite multiple unsuccessful attempts to gather information from the site. Explant of aortic bioprosthetic valves can be due to multiple causes, but the device was not returned and information not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, during a tavr procedure the 23mm sapien 3 valve was explanted and a surgical valve was implanted.